Event description:
A titanium wrist fusion plate was noted as broken post-operative. Plate broke after patient lifted a trailer tire. Plate currently remains in the patient.

Manufacturer narrative:
A letter has been sent requesting additional information but no response has been received to date h3, h6 no evaluation could be made, no conclusion could be drawn as no device was returned.